Manufacturer narrative:
The pump has been returned and evaluated by product analysis (B)(4) 2013 with the following findings: during testing, the display screen was found to be dim and discolored. A test display was inserted and found to function properly. A leak test revealed a display lens leak. The pump cover was removed and moisture corrosion was found on the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6) .

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display, moisture corrosion on the internal components of the pump, and a display lens leak. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.